Event description:
The hcp reported the pump was explanted and replaced and returned to the MFR for analysis. The implant duration was less than 50 months and the reason for explant was noted to be battery depletion. A follow up report wil be sent when additional info is received.